Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and salpingitis ('chronic salpingitis') in an adult female patient who had essure (batch no. A66882-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube(s)". The patient's concurrent conditions included menses irregular. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy and hysterectomy(full),salpingectomy,oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, fatigue and alopecia had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: an essure micro insert was placed first in the left fallopian tube and deployed with no coils in the endometrial cavity. Coils were visible at the opening the fallopian tube. The essure was then placed in the right fallopian tube and there were 11 trailing coils in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded; on (B)(6) 2013: unilateral occlusion (right tube occluded). Pathology test - on (B)(6) 2013: cut sections through the fundus show metallic spring-like devices are present in the remnant of the bilateral fallopian tubes. Concerning the injuries reported in this case, the following one was described in medical records: chronic salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), salpingitis ('chronic salpingitis') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. A66882-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube(s)". The patient's concurrent conditions included menses irregular. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: an essure micro insert was placed first in the left fallopian tube and deployed with no coils in the endometrial cavity. Coils were visible at the opening the fallopian tube. The essure was then placed in the right fallopian tube and there were 11 trailing coils in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded. Pathology test - on (B)(6) 2013: cut sections through the fundus show metallic spring-like devices are present in the remnant of the bilateral fallopian tubes. Concerning the injuries reported in this case, the following one was described in medical records: chronic salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of product technical complaint. Incident. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and salpingitis ('chronic salpingitis') in an adult female patient who had essure (batch no. A66882-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube(s)". The patient's concurrent conditions included menses irregular. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, fatigue and alopecia had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: an essure micro insert was placed first in the left fallopian tube and deployed with no coils in the endometrial cavity. Coils were visible at the opening the fallopian tube. The essure was then placed in the right fallopian tube and there were 11 trailing coils in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded; on (B)(6) 2013: unilateral occlusion (right tube occluded). Pathology test - on (B)(6) 2013: cut sections through the fundus show metallic spring-like devices are present in the remnant of the bilateral fallopian tubes. Concerning the injuries reported in this case, the following one was described in medical records: chronic salpingitis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- outcome of events vaginal bleeding, fatigue, hair loss from unknown to recovered/resolved were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), salpingitis ('chronic salpingitis') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. A66882) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube(s)". The patient's concurrent conditions included menses irregular. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy(full),salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, salpingitis, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and alopecia outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: an essure micro insert was placed first in the left fallopian tube and deployed with no coils in the endometrial cavity. Coils were visible at the opening the fallopian tube. The essure was then placed in the right fallopian tube and there were 11 trailing coils in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded. Pathology test - on (B)(6) 2013: cut sections through the fundus show metallic spring-like devices are present in the remnant of the bilateral fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: chronic salpingitis" . Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received: previously reported event "injury" was deleted and was updated to new events. Lot number added. Following events were added : abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia); dysmenorrhea, fatigue, hair loss, pelvic pain, failure to occlude fallopian tube(s), chronic salpingitis. Reporter information added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.